Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that patient's atrial lead exhibited low pacing impedance. No intervention or patient condition was reported. The patient had no consequences.

Manufacturer narrative:
New information received, that the atrial lead was explanted and replaced on (B)(6) 2024. The extraction procedure was performed at different facility and was performed by dr. (B)(6). Additional noise event was identified. Patient weight is 219 pounds. Further information, during extraction procedure was requested, but not yet received.

Event description:
New information received, that the atrial lead was explanted and replaced on (B)(6) 2024.

Event description:
New information received that patient was stable during the explant procedure on (B)(6) 2024.

Manufacturer narrative:
In MDR-2024-46161-01 d6b date of explant was missed, hereby d6b was updated in this regulatory report.